Event description:
The recipient reportedly experienced device extrusion. The recipient presented with skin irritation and swelling. The recipient's device was explanted.

Manufacturer narrative:
Add'l info.

Manufacturer narrative:
The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical tests performed. This is an interim report.

Manufacturer narrative:
The recipient has reportedly healed.

Event description:
The recipient reportedly experienced device extrusion. The recipient presented with skin irritation and swelling. The recipient was hospitalized. The recipient's device was explanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.